Manufacturer narrative:
A review of the submitted image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the image of the fenestrated bipolar forceps (fbf) instrument shows visible evidence of conductor wire insulation damage at the distal of the idler pulley. The piece protruding from the instrument is too small in diameter and length to be the conductor wire itself. Additionally, the visible damage does not exhibit the same characteristics of a grip/pitch cable damage (thin strands, loose cables, a visible ¿break¿ location, etc.). The fae indicated that the conductor wire insulation damage is likely caused by mishandling of the instrument. Isi received the fbf instrument involved with this complaint and completed the device evaluation. Visual inspection identified damaged conductor wire insulation. No material was missing on the area of the damage. This observation is consistent with the fae's analysis of the submitted photograph. The known common cause of this failure is attributed to instrument mishandling and misuse. The instrument was subjected to electrical continuity and passed testing. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. System log investigation: a review of the instrument log for the fbf instrument lot# n14190930 / sequence 0023 associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2020 using system (B)(4). The instrument had 4 remaining usable lives with no subsequent use recorded. The fbf instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument has 4 remaining usable lives, therefore, had not expired.

Event description:
It was reported that during central processing, inspection of the fenestrated bipolar forceps instrument identified a damaged cable at the tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: no issue related to unintended energy discharge during the last known instrument usage during a procedure on (B)(6) 2020 using system (B)(4).